Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The returned faradrive sheath observed a successful insertion during device-to-device interaction with its native dilator. The ID and od dimensions of the faradrive shaft and dilator were measured and results were within specification. Microscopic examination of the sheath tip observed notable deformations along the outer diameter. The distal end of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape. The outer diameter exhibited increased thickness and a flattened profile, resulting in a pronounced step transition and gap at the interface between the dilator od and sheath tip ID when the dilator was introduced. The "manufacturing deficiency" conclusion code was selected for the allegation of "difficult to cross septum" as the outer diameter exhibited a bulbous appearance, resulting in lack of a tapered shape, as well as increased thickness and a flattened profile, resulting in a pronounced step transition at the interface when the dilator was introduced.

Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. The physician was having difficulty getting the sheath across the septum although the wire and dilator crossed easily. Troubleshooting steps included attempting different wires and removing and reinserting the faradrive. The sheath was replaced and crossed the septum successfully. The procedure was completed without any patient complications. The sheath was returned to boston scientific for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath clear was selected for use. The physician was having difficulty getting the sheath across the septum although the wire and dilator crossed easily. Troubleshooting steps included attempting different wires and removing and reinserting the faradrive. The sheath was replaced, and crossed the septum successfully. The procedure was completed without any patient complications. The sheath is expected to be returned for analysis.